Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash, and marks from the electrodes digging into the skin. A nurse reportedly told the patient not to use lotion. The patient reported that the skin was clearing up and was not as itchy but the indentations were still there.